Event description:
It was reported that the patient was involved in a car accident on (B)(6) 2015 and had not had effective therapy from their implantable neurostimulator (ins) since. It was also reported that the patient experienced shocking from the ins with increased stimulation. When impedance testing was performed (at 2.0 volts, 210 ¿sec, 31 hz) and the electrode combinations showed values between 740 and 1282 ohms, with combinations #0 and case, 1 and 2, and 1 and 3 showing ¿???¿. It was noted that during the impedance testing, the patient felt shocking down their legs so no further tests were performed. Additional information received confirmed that were impedance values there were out of range. Subsequent information reported that the patient had the ins replaced on (B)(6) 2015. It was noted that the leads tested okay and remained in use. The patient was reported as now receiving effective therapy. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer. Patient product ID: 3586, serial# (B)(4), implanted: (B)(6) 1992, product type: lead. Product ID: 7496-51, serial# (B)(4), implanted: (B)(6) 1992, product type: extension. Product ID: 3586, serial# (B)(4), implanted: (B)(6) 1992, product type: lead. Product ID: 7496-51, serial# (B)(4), implanted: (B)(6) 1992, product type: extension. (B)(4).